Event description:
It was reported "patient unstable on echmo, white proximal port came disconnected". No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. Visual inspection revealed the proximal extension line was separated directly adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The total length of the catheter body measured 215 mm which is within specifications of 207-227 mm per catheter product drawing. The outer diameter of the proximal lumen measured to be 0.08520" which is within specifications of 0.084-0.088" per product drawing. The inner diameter of the proximal lumen measured to be 0.056" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured within specifications. The IFU provided with this kit instructs the user, "vigorously flush catheter. Ensure patency of each lumen of catheter prior to pressure injection to minimize the risk of catheter failure and/or patient complications." The distal and medial lumens were flushed using a water-filled lab inventory syringe. The medial lumen was blocked with biological material. Once cleared, the medial lumen flushed as expected. No blockages or leaks were detected in the distal line. A manual tug test confirmed the distal and medial extension lines were fully secured within the luer hubs. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing spring-wire guide or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested. Do not staple/suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the proximal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A non-conformance has been initiated to further investigate this issue. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "patient unstable on echmo, white proximal port came disconnected". No patient injury or consequence reported. Patient condition reported as "fine".